Event description:
Event description cpi received information that this patient with an implantable pulse generator (ipg) and lead system was experiencing high threshold measurments. An invasive procedure was performed and the physician found the ventricular bipolar lead lead had dislodged. The physician elected to replace the lead and with a new lead of the same model, also replaced the ipg and other lead at this time. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.